Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material over the distal markerband. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.